Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. The trace and history files were successfully downloaded using thump. The pump was paired with a test transmitter (gt-8291575n) and a test plug. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors were noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Low bg anomaly is not confirmed. No pump to transmitter communication errors or injected sensor glucose value error noted during testing. The pump history file lists 248 boluses on the event date, 4/3/2024. Please see below for the first 10 boluses listed on the event date, 4/3/2024: 04/03/2024 00:04:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u) 04/03/2024 00:09:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 10500 (1.05 u) bolusamountdelivered: 10500 (1.05 u) 04/03/2024 00:14:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4750 (0.475 u) bolusamountdelivered: 4750 (0.475 u) 04/03/2024 00:19:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) 04/03/2024 00:24:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4750 (0.475 u) bolusamountdelivered: 4750 (0.475 u) 04/03/2024 00:29:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 15750 (1.575 u) bolusamountdelivered: 15750 (1.575 u) 04/03/2024 00:34:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 4750 (0.475 u) bolusamountdelivered: 4750 (0.475 u) 04/03/2024 00:38:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) 04/03/2024 00:45:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 23500 (2.35 u) bolusamountdelivered: 23500 (2.35 u) 04/03/2024 00:49:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 11250 (1.125 u) bolusamountdelivered: 11250 (1.125 u) there were no auto suspend events on the event date, 4/3/2024. There were no user suspend events on the event date, 4/3/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, unexpected suspend [low sg], harm reported with no reported allegationof a device malfunction. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-5100clx, mmt-1884xcu, unomedical. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer does not feel ok to troubleshoot. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-5100clx. No product return is required for mmt-1884xcu. No product return is required for unomedical.